Manufacturer narrative:
(B)(4). The stent remains in the patient and was not returned for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, dyspnea, myocardial infarction and restenosis, as listed in the xience prime long length (ll) everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch, the following information was received: on (B)(6) 2012, a 3.5 x 38mm xience prime stent was implanted in the ostial/proximal circumflex. On (B)(6) 2014, the patient experienced a myocardial infarction. On (B)(6) 2014 a diagnostic coronary angiogram was performed followed by percutaneous coronary intervention to a de novo distal right coronary artery lesion and to the proximal circumflex which was the target vessel / lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant product: stents: xience v 3.0x23mm, 3.0x18mm, 2.25x12mm, 3.5x38mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. The reported patient effects of angina and restenosis, as listed in the xience nano everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2012, 5 xience family stents were successfully implanted in the left main (lm), first diagonal (dx) and mid right coronary arteries (rca). On (B)(6) 2014, the patient experienced angina and dyspnea and was hospitalized. Both cardiac and non-cardiac medication was given. On (B)(6) 2014, the dyspnea resolved. On (B)(6) 2014, a diagnostic coronary angiogram was performed followed by percutaneous coronary intervention to the distal rca, which was noted to be the target vessel /target lesion. Percutaneous coronary intervention was also performed in a de novo lesion in the proximal circumflex artery. There was no additional information provided.